Event description:
The customer reported that while the unit was in use on a pt, the unit generated an autofill failure alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed that the autofill luer fitting was loose. The company rep tightened the autofill luer fitting. The unit performance and safety were tested. The unit met factory specifications and was returned to the customer. (B)(4).